Event description:
A device was partially inserted into the cephalic vein when an "obstruction" was met. It was then flushed with preservative free saline. The pt demonstrated anxiety and complained of feeling like she was going to "pass out". And requested to lie down. Her bp was 150/98, pulse was 100 and bounding. It was then noted that the inserter had forgotten to release the tourniquet. Once the tourniquet was released the inserter continued to experience difficulty advancing the device. The catheter was discontinued and oxygen was administered. Another device was placed successfully later that day.

Manufacturer narrative:
Date sent to FDA: 10/11/96. H2 johnson & johnson medical, inc. Has decided to discontinue MFR and sale of the streamline, landmark and centermark brands of i.v. Catheters as of 9/18/96.